Manufacturer narrative:
One i3 unit model cm1100 with main unit serial # (B)(6) and one i3 accessory set was returned. External and internal visual inspections of unit revealed no discrepancies or discernible damage. During the investigation, visual inspection revealed that the power extension connector was properly seated in the connector cover. No software malfunctions, errors, warnings, or anomalies were observed during unit boot-up or during handheld touch screen commands. Patient data back-up was performed without errors using returned 4g gsm modem. During diagnostic-test unit passed all steps related to signal acquisition with no evidence of emi. (Reference test results). Report of unit with difficulty getting a reading - unconfirmed. No issue found. No affected components pes function as expected. This reported event was investigated for possible inaccurate reading. Based on the information given and backend log analysis, it was confirmed that the device was operating within the expected frequency range of 30-37.5 mhz. The sensor was operating at 34.7 mhz during the review of the applicable reading(s).

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported by the patient's hcp that they were questioning the validity of the pes measurements as the patient's previous numbers were significantly higher. The pes was compared to the clinic's hes and was confirmed by thfs to be >8mmhg different. It was reported that the patient has been over treated with diuretics due to the inaccurate measurements. The patient electronic unit was replaced, and further information has been requested from the clinic.